Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of tissue expander. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast reconstruction with a mentor cpx4 with suture tabs, med height, smooth 450cc tissue expander that deflated after implantation. Deflation of the patient¿s left tissue expander was diagnosed during an office visit. As a result, the patient underwent explantation on (B)(6) 2019.